Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-29. The patient met with their doctor and/or a manufacture representative (rep) on (B)(6) 2019. The patient confirmed that the cause was due to the higher the pain control strength the more often they would have to charge. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2019, the patient had fallen and then began having a new pain in the upper part of their lower back. It was explained that the pain was a new pain and different from the pain they had gotten the device for. They met with a manufacturer representative (rep) about a month after the fall for reprogramming. The rep was able to get it to provide stimulation therapy to that new pain area. The patient has noticed an increase in how often they charge and that they need to charge for longer periods of time. Information was requested regarding whether or not the reprogramming was the cause of the recharging issues. They were redirected to the doctor to have the ins checked and to review recharging stat reports to confirm. No further complications were reported or anticipated.